Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 535 mg/dl. Customer declined troubleshooting on the insulin pump for high blood glucose. Customer stated that they were not using auto mode. Customer stated that they took bolus to treat the high blood glucose but them feels the insulin in the insulin pump was working fast enough. Customer stated that it was a leak and smelled of insulin infusion set. The device will not be returned for analysis.